Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump. The infusion set had been changed once. It was advised to troubleshoot when the insulin pump was available. Nothing further reported.